Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had signs and symptoms of gastrointestinal (gi) bleeding. The patient was transfused and started on digoxin and fish oil. Capsule endoscopy was negative. On (B)(6) 2022 esophagogastroduodenoscopy (egd) showed small bowel arteriovenous malformations (avms). The patient was discharged on monthly intramuscular octreotide and was to remain off of anticoagulation.